Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection, data retrieval and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The returned monitor passed both isl (safety) and eit (performance) testing. The returned batteries both passed all field return tests and inspections. The reported condition could not be replicated. There is no indication of a product malfunction. Will continue to trend for future occurrences.

Event description:
Patient called in to report that both the batteries no longer powers on the wcd system. Patient further reported no audio alert sounds when either battery is inserted into monitor and it just remains on yellow light and is unable to complete wcd system boot up. The inability to fully boot up to active status indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.